Event description:
Hill-rom received a report from the account stating the side rail would not latch. The bed was located in the bed storage area at the account. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The technician found the side rail latch and spring assembly had dried liquid on it. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2009-2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician cleaned the latch and spring assembly to resolve the issue. Based on this info, no further action is required.